Event description:
It was reported that during a femoral popliteal bypass graft, the device was "sticking" when trying to place the clip on a branch of the vein. When applied, the clip cut through the vein. A new clip applier was used. There was no pt injury.

Manufacturer narrative:
Final device investigation: two identical devices were returned to the manufacturer without any means of identifying which of the two was related to this complaint. Both devices were investigated. The first device was returned with no remaining available clips and could not be function tested. The lockout mechanism was engaged and working properly. The second device returned had been fired only a few times. When tested, the device produced clips with proper pinch and alignment.